Event description:
Patient reported they have seen a dentist who has recommended they cease treatment with byte. They provided a letter of recommendation that states patient was seen for a comprehensive exam. It was noted that the patient's occlusion appeared to be unstable with sporadic points of occlusion on limited teeth. Patient informed the dentist that they have been in aligner therapy and had been experiencing difficulties with the treatment. Patient is to stop treatment at this time; we will formulate a plan of action to improve the patient's occlusion and correct the crowding of their teeth through different means.

Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.